Manufacturer narrative:
The customer was provided with the option to have their glidescope avl video baton 3-4 returned for evaluation and disposal. Multiple attempts have been made by verathon to contact the customer to gather additional information and determine the status of the device return. However, the customer has not yet responded to verathon's request. Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear and turn to static intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user reported.